Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had an implantable neurostimulator for gastrointestinal/ pelvic floor. It was reported that the patient stated she had an infection and the doctor had her take a medication and for 8 days she had diarrhea. Then the hcp (healthcare professional) put her on another medication which caused diarrhea the whole time she was on it. No further details or complications were reported or are anticipated.